Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The catheter was evaluated and the following observations were noted. There was no visible damage to the millar sensor, catheter material, or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause is unable to be determined based on the evaluation. No further investigation or corrective action is anticipated. Unit was found to meet all applicable acceptance criteria.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that there were fluctuating readings from the microsensor. Initially the microsensor was reading what is considered normal readings. Over the last 24hrs the icp began to fluctuate from 7mmhg to 50mmhg. Patient was taken for a CT scan which showed that the icp was not matching what was actually occurring within the patient brain so a decision was made to remove the codman microsensor.